Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an incident a week ago where their device started vibrating and increasing on its own. The patient stated that they were not able to move, they were feeling uncomfortable stimulation, and their spouse had to help to decrease the vibration. The patient stated they had worked out that day, then that night when they were sleeping in their bed the increase happened. It was reported that the uncomfortable stimulation was eliminated after the decrease. The patient was redirected to their healthcare provider. No further complications were reported.